Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in oct 2024. H11: the device and a retained sample were received for evaluation. Visual inspection was performed on the returned sample which revealed a disconnection of the spike; however, visual inspection of the retention sample did not identify any abnormalities that could have contributed to the reported condition. The retention sample was air/leak tested and no leak was observed and the sample was conforming as per product specifications. The reported condition was verified; however, the reported condition was not verified on the retained sample. The cause of the issue was due to operator errors related to assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur/bladder irrigation set disconnected during a 0.9% sodium chloride priming which resulted in a leak. There was no patient involvement. No additional information is available.